Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left total knee revision to address instability date of implantation: unknown. Date of revision: (B)(6) 2019, (left knee). Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-116867. This report is being retracted as it is a report duplication. 1818910-2019-116867 will be kept for investigation purposes.